Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicated that the cause for the falsely elevated troponin I results was a malfunctioning hm cassette. The malfunction was resolved after the customer corrected the problem with guidance from a dade behring technical assistance representative. The instrument is operating within specifications.

Event description:
Falsely elevated troponin I results were obtained on three patients within a 24 hour period. The results were reported to the physician who questioned the results. The samples were retested and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a malfunctioning hm cassette.

Event description:
Falsely elevated troponin I results were obtained on three patients within a 24 hour period. The results were reported to the physician who questioned the results. The samples were retested and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a malfunctioning hm cassette.

Event description:
Falsely elevated troponin I results were obtained on three patients within a 24 hour period. The results were reported to the physician who questioned the results. The samples were retested and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a malfunctioning hm cassette.